Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event descriprion provided states that the lens was implanted in the incorrect orientation. The lens was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. The healthcare facility reports a "complete recovery". "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. Our review of production records for the rayone galaxy toric rao615x batch 125287592 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy toric rao615x batch 125287592. Orientation can be corrected during injection. The rayone hydrophilic IFU includes specific instructions in the "use of rayone" section fig 7 "in the case of iol rotation during ejection from the nozzle, gently rotate the injector in the opposite direction to counteract any movement". Certain actions can influence the orientation of the lens e.g., removing the injector from the blister tray prior to insertion of ovd/flap closure (deviation from the IFU) resulting in a change of lens position within the cartridge. Too little, or no ovd can lead to misalignment of the lens and in a very small number of cases (estimated to be less than 2%), a failed or damaged injection. It should also be noted that injecting ovd into any other part of the rayone injector (e.g., including directly into the nozzle tip) is not described in the IFU and could cause the iol to become misaligned and/or lead directly to injection issues. Using the correct amount of ovd (equivalent to approximately 0.3ml) ensures that enough force is generated to mechanically move the iol down into the bottom of the chamber ready for folding. The additional information received identifies that the injector was removed from the blister tray to insert ovd. This is a deviation from the IFU, as the IFU states that the injector should remain in the blister tray until ovd is inserted and the flaps are closed.

Event description:
On 7th may 2026, rayner received notification from its distirbutor in singapore of an event that occurred during use of a rayone galaxy toric rao615x. The event description provided states that the lens was implanted in the incorrect orientation necessitating lens explantation and exchange.